Event description:
The pt is reportedly experiencing sound quality issues that are causing headaches. Programing adjustments were made, however, this did not resolve the issue. Testing of the device revealed abnormal results. Revision surgery is under consideration.